Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the anterior tibial artery, the balloon would not inflate, even after taking it up to 18 atmospheres. The vessel was described as very sick with significant stenosis. The product was prepped according to the IFU and there was no difficulty advancing the product to the lesion. Another balloon catheter with the same indeflator was used to complete the procedure. There was no reported patient injury. Analysis revealed an axial balloon tear. Based on the information available, it appears that the problem experienced by the customer may have been caused by procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue. A clinically used savvy balloon catheter was returned for analysis. Residuals of dried blood were observed inside the balloon. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including the burst test values. During inflation of the balloon, a full axial directed balloon tear was observed. Microscopic examination performed on the entire catheter length revealed no anomalies besides the balloon tear that might have caused the reported inflation difficulty. Scanning electron microscopy (sem) analysis performed on the balloon material revealed no clear evidence of abrasions that might have initiated the balloon tear. It appears that the observed balloon tear has caused the inflation difficulty experienced by the customer. The exact cause of the balloon tear could not conclusively be determined.

Event description:
During a procedure, the balloon of the savvy pta dilatation catheter, would not inflate. The pressure was increased to 18atm to test if the balloon would inflate; however, the balloon did not inflate. Analysis revealed an axial tear on the balloon. The target lesion was the anterior tibia. The lesion was 4cm with a diameter of 2.02. The lesion was significantly stenosed. The catheter was normal in appearance upon removal from package. The product was prepped per the IFU. There was no difficulty experienced crossing the lesion. The balloon did not inflate at the beginning of the procedure. A medtronic indeflator was used. The same indeflator was used on the balloon product and no difficulties were encountered. The procedure was successfully completed with another savvy product. There was no injury to the patient.